Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) device was received for evaluation; (B)(4) event was confirmed during testing. The device was found to be affected by missing components due to a cracked housing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. There was unknown patient involvement; unknown patient impact.